Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose blood glucose of 28 mmol/l. Customer reported that the infusion set had bent cannula. The reservoir will not be returned for analysis